Manufacturer narrative:
After battery installation, the device displayed a blank screen with accompanying beeping due to corrosion around the battery connectors and on the pins of the lcd connector located on electrical board. The battery compartment is also corroded as is the battery board underneath the battery compartment. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error with open book image on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.